Manufacturer narrative:
Additional information was received that the previously reported replacement procedure was actually the permanent implant of the ipg.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient needed magnetic resonance imaging (MRI) procedure. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for unknown reason.